Event description:
The pt had a PICC line inserted for long term antibiotics therapy. While the pt's gown was being changed, the PICC line broke. Approximately 10 minutes later, the pt developed chest pain and sob. The pt went on to stroke and expired approx. 7 hours later. The pt was to be discharged to rehab.